Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 7 months following the implant of a transcatheter aortic valve (tav), severe central aortic regurgitation with a flail leaflet was observed. Additionally, the patient experienced hemodynamic instability, and intervention was required. Additional information was received that twelve days later, a tav in tav was performed with a 23 millimeter (mm) non-medtronic transcatheter valve deployed at node 5. Following the implant of the non-medtronic valve, there was no gradient, central regurgitation, or paravalvular leak (pvl). The patient did will with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 7 months following the implant of a transcatheter valve, severe central aortic regurgitation with a flail leaflet was observed. Additionally, the patient experienced hemodynamic instability, and intervention was required.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that thrombus was not confirmed by the physician, however, the final implant depth on the non-coronary cusp (ncc) was 11mm, and the final implant depth on the left coronary cusp (lcc) was 14mm. The initial valve was implanted in the patient's native annulus.